Event description:
The customer reported that she was hospitalized due to high blood glucose levels and possible diabetic ketoacidosis. The customer stated that she experienced seizures and was found unconscious prior to the event. The customer's blood glucose reading was 1200 mg/dl. The customer stated that she is going through a divorce, and the (B)(6), as well as the (B)(6) have reason to suspect that her husband tampered with the insulin pump, filling it with codeine and rat poison. Troubleshooting was performed, and the alarm history had nothing out of the ordinary. The customer requested a replacement insulin pump with no further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.